Manufacturer narrative:
The exams used were evaluated by medtronic personnel on-site. The representative found that the registration technique was incorrect resulting in the imprecision.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon observed an imprecision. The representative reported that the surgeon used a tracer registration technique that was heavily focused in the cheek area. It was reported that the registration was 3 mm inaccurate. The site performed a new registration and the procedure was completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date updated to proper value. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.